Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). It was reported that that the device was exp lanted sooner than anticipated and replaced with a new stimulator. No patient symptoms were reported. No further complications were reported/anticipated.